Manufacturer narrative:
Investigation summary: a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6) . The complaint is not confirmed because no issues were identified with the equipment. Instrument is working within bd specifications. The root cause is "unknown". DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new risks, trends, or hazards were identified. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. Confirmatory sub-culture and gram stain were performed. The results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from japanese to english: false positive.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. Confirmatory sub-culture and gram stain were performed. The results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: false positive.